Manufacturer narrative:
H3: product analysis: evaluation determined that the finger lever control was detached. The likely cause of failure could not be det ermined. It was also noted that on/off button and button extension are broken or cracked. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the posterior cervical vertebroplasty, the screw on the back of ea815 came off and the parts came off. The device was collected, but only 1 (small 1 mm ball-shaped part) was lost. No patient impact reported. It was also reported that there was intervention performed and no damaged piece remained in the patient's body. The procedure was completed with backup product(s). On follow up, an intervention was performed, a defect occurred with ea815, so hand switch was changed to foot switch.